Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ¿ the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : will not rotate, functional : intermittent operation after connecting to the fms vue and conducting an inspection, we confirmed that the shaver's rotation speed is unstable. The overseas repair center has determined that repair is not possible. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number (B)(6), and there was a non-conformance unrelated to the reported complaint.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, when the surgeon attempted to use the shaver handpiece 2.0 with buttons device with the shaver omnicut attached, there was no response despite pressing the start button, and an alarm sounded. Upon reinserting the handpiece and pressing the rotation start button, a rattling noise was heard from inside the device. Subsequently, the shaver began rotating at a slower speed than the usual default (oscillation at 3500), but as the procedure continued, the rotation speed gradually returned to normal. Even after the surgeon changed the cutting edge to a barrel bar, the rotation speed remained below the initial default (8000 forward) and gradually increased to the set speed. There were no delays to the surgical procedure. During in-house engineering evaluation, it was determined that the device would not rotate. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.